Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported sterile pins were placed to hold a cutting guide in place while using a saw. After the cutting guide was used, the pins were removed but a piece of the sterile pin had broken off and remained embedded in the bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision surgery, sterile pins were placed to hold a cutting guide in place while using a saw. After the cutting guide was used, the pins were removed but a piece of the sterile pin had broken off and remained embedded in the bone. Attempts have been made and no further information has been provided.